Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 26 mg/dl, 29 mg/dl, 34 mg/dl at the time of incident. The customer¿s current blood glucose value was 85 mg/dl. The customer did not provide information about symptoms of low blood glucose value. The customer treated low blood glucose value with food and glucose tablets. Customer was not using auto mode at the time incident. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that they were alleging over delivery. Troubleshooting was performed. No further patient complications were reported.